Event description:
It was reported that the customer had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 321 mg/dl, caller stated that the customer had bronchitis and is taking predazone, also she had nausea and was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.